Event description:
Healthcare professional reported right side "rupture." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d3, d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device on the posterior side assessed as surgical impact opening (shell thickness within specification) and broken in posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ missing shell assessed as inconclusive. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.